Event description:
Customer's pod was activated at 12:23 am; his blood glucose (bg) was 222 mg/dl so he bolused 2.2 units. At 7:00 am, customer's bg was 355 mg/dl; 1.25 bolus given and he did not eat anything. He was "very active" and by 8:24 am his bg read 272 mg/dl. He ate 70 grams of carbohydrates; bolused 4.5 units. He was "still active" and his bg was 391 mg/dl. The pod was removed. Customer's wife reported the "cannula was over to the side and his bgs continue to go up." The pod was not returned for eval.

Manufacturer narrative:
A bent cannula has the potential to restrict insulin delivery and may result in hyperglycemia. Since the pod was not returned we cannot confirm any product malfunction or defect that may have contributed to the customer's hyperglycemia. Lot qualification records were reviewed and determined to have passed all acceptance criteria. The omnipod's user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hrs after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Noticing that the cannula appears different early on, allows the user to take the appropriate action and reduces the duration of elevated blood glucose levels. The user guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and advises to treat hyperglycemia first by checking for ketones. If ketones are present, follow the guidance of an hcp. If ketones are not present, take a correction bolus as prescribed by an hcp. Check blood glucose again after 2 hrs. If bg levels have not decreased then take a second bolus by injection, using a sterile syringe. If blood glucose remains high after a total of 4 hrs then replace the pod and contact an hcp for guidance.